Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The event of perforation (probe disappears from sight in duodenum and seems to have grown against the intestine) is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2023-00428 for peg tube record.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023, the patient's partner reported that the j-tube was sucked into the insert and only 5cm is left. The outer fixation skin plate on the peg tube as noted to be loose. On (B)(6) 2023, it was reported that the tubing was again only 5cm out of the insertion site. Dipping of the tubing was performed and the tube was pulled back to 20cm. On (B)(6) 2023, the j-tube was pulled inward again a little and was pulled out to the 20cm mark and taped. On (B)(6) 2023, the outer skin fixation plate was at the 5cm from the insertion site. The local care provider stated that the immersion was more difficult but dipping was without problems and tubes were accessible. On (B)(6) 2023 during a complete tubing replacement, the physician noted that the j tube probe was tight, disappears from sight in the duodenum, and "seemed to have grown against the intestine." The probe (j tube) was not removed at this time and the physician could not hold it with the forceps either. The patient was admitted to the hospital and a CT scan was requested. A nasal jejunal tube had been placed to continue duodopa therapy. On an unknown date, the peg and j tube were replaced with a peg-j balloon type (non abbvie branded device).